Manufacturer narrative:
The unit was received with a blank display due to corroded electronic assemblies. The unit had a corroded motor home switch. The unit had minor scratches on the lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that they went swimming with the insulin pump attached. The customer's blood glucose level was 13 mmol/l. The customer was advised that the product would need to be replaced. The customer was informed to return the reported insulin pump.